Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultrasmart meter would not power on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on the morning of (B)(6) 2014. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food/drink in response to the alleged product issue and continued this over the following four days. The patient reported developing symptoms of ¿thirsty, blurry vision, frequent urination and fatigue¿ approximately 12 hours after the alleged product issue began. The patient reported visiting their doctor on december 30 and received treatment of 10 units of lantus. The patient reported obtaining a blood glucose reading of ¿304mg/dl¿ on their doctor¿s meter and also reported having a urine test and an a1c reading of 12.31. At the time of troubleshooting the csr verified that the patient was using the correct battery and test strips. The alleged issue was not resolved and replacement products were sent to the patient. This complaint is being reported as the patient developed serious symptoms associated with hyperglycemia and received medical treatment from their healthcare provider.